Event description:
It was reported that the patient was hospitalized to undergo planned percutaneous coronary intervention in the proximal right coronary artery. A 3.0x28 multi-link rx vision stent delivery system was advanced but could not cross the lesion. The stent delivery system was withdrawn and replaced with a new unspecified device. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. Return device analysis of the rx vision stent delivery system (sds) and additional information revealed that the tip of an unspecified voyager dilatation catheter was detached and returned with the rx vision sds. Reported information indicates that the voyager had been re-sterilized and reused during the procedure. Although requested, there was no reported information in regards to the specific details surrounding the tip separation. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: it was initially reported that a rx vision stent delivery system (sds) failed to cross the lesion; however, when the sds was returned, the analysis revealed that a purple unidentified separated tip was returned on the stylet, which was inserted through the tip of the returned vision sds. Since the tip material of the vision devices is blue, the purple tip likely belonged to a voyager balloon catheter. The tip had separated at the proximal end of the clear gap. The fracture face of the separated material was jagged, indicating that the separation was likely related to tensile overload (material stress/fatigue). There was contrast visible in the separated tip, which may be consistent with handling during the procedure. A mandrel was used to measure the inner diameter of the tip and this met manufacturing criteria. Additional information from the account stated that although a new voyager was not used during the procedure, a voyager that was previously resterilized was used in this case. This indicates that the catheter was processed through a post-use resterilization method. Tip detachment prior to use can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account and/or device preparation, or from an interaction with accessory devices. It is possible that re-sterilizing the product may have contributed to the noted separation of the voyager tip as it could compromise the integrity/performance of the device; however, this could not be confirmed. If the tip material had become weakened/degraded during the resterilization process, this may have caused the tip to separate during removal of the stylet prior to reusing the voyager balloon catheter. The stylet containing the separated tip was then likely reinserted into the vision sds for return to abbott vascular for analysis. Based on the information provided and the analysis of the returned tip, a definitive cause for the reported tip separation could not be determined, however, there does not appear to be any indication of a product quality deficiency. It should be noted that the voyager instructions for use (IFU) warns: this device is intended for single use only; do not reuse. Do not resterilize, as this can compromise performance and increase the risk of cross contamination due to inappropriate reprocessing. The IFU further states: this single use device cannot be reused on another patient, as it is not designed to perform as intended after the first usage. Changes in mechanical, physical and/or resterilization may compromise the integrity of the design and/or material, leading to contamination due to narrow gas and/or spaces and diminished safety and / or performance of the device. Absence of original labeling may lead to misuse and eliminate traceability. Absence of original packaging may lead to device damage, loss of sterility, and risk of injury to the patient and/or user. Although a definitive cause for the tip separation could not be determined, there does not appear to be any indication of a product quality deficiency. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the product was not returned for analysis and the lot number was not reported. All dilatation catheters are 100% visually inspected for tip damage online during the manufacturing process at abbott vascular. Additionally, a sampling of units is destructively tested to verify tip integrity and tensile strength.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.